Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated upon removal of the sensor, the sensor wire stayed inside the patient¿s body. Further contact was made with the patient's mother on (B)(6) 2018 and she stated that the she took the patient to see the pediatrician who referred the patient to the endocrinologist. It was determined that surgery is required. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.